Event description:
On 3/24/98 a tracheobronchial wallstent was placed in the distal trachea of this pt. On 4/30/98, it was discovered that the stent had shattered. The md picked the pieces out using forceps through a rigid scope. The stent remains were sent to the co for eval. The co has sent a medwatch report in already.